Event description:
A healthcare provider (hcp) reported that the patient was having a return of symptoms. This occurred on (B)(6) 2017. They did not know if this was related to the device or other health related issue. It was indicated that they needed to have the device interrogated. They stated that if it was not related to the device and other health issue, they would need to operate. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.